Manufacturer narrative:
Patient information was not provided.

Event description:
A health care professional reported a test result of 8.2% from the a1cnow kit compared to a different instrument in the lab, which gave a reading of 6.8%. The difference could be clinically significant. No adverse event was alleged. The kit is expected to be returned for evaluation and a replacement kit was sent to the customer.